Event description:
During the procedure, the surgeon used the aculoc2 plate and inserted the locking screw. The driver tip broke; however, the surgeon was able to retrieve the broken fragment from the patient. Information for the screw involved in this event is unknown. This report is for the screw and is related to report number 3025141-2022-00155 which is for the driver involved in this event.

Manufacturer narrative:
The results of the investigation are inconclusive as the screw was not returned for evaluation. Manufacturing and inspection records could not be reviewed as device information (model number, batch/lot number) is unknown.